Event description:
It was reported the maintenance unit had faulty socket for the power cable. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The investigation was based on the complaint information the device did not return, but it was checked and repaired by a field service engineer, and the problem was confirmed. However, the inspection results were not attached, there was no other information. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.